Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap it was reported there was air in line during infusion. The events occurred during infusion of an unknown chemo drug. Concomitant drug was not used. There was patient involvement, no patient harm and no delay in critical therapy. There was no physical damaged noted on the device. There were large bubbles seen. It was distal air in line. There was no problem with the pump.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information phone: (B)(6).

Manufacturer narrative:
Received two (2) used list# unknown plum sets, two (2) used ch3034, and two (2) used ch-14 for inspection. No defects or anomalies noted on the ch3034. Each set was leak tested per product specifications. There was no leakage. The reported complaint of air in line was unable to be replicated or confirmed. The DHR for lot 13595772 was reviewed and no relevant non conformities were found that would have led to the reported complain.